Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 tibial nail surgery, the surgeon inserted the guide wire. The surgeon used bixcut reamer of the 8mm diameter. When pulling back reamer, the guide wire was stuck and it was not able to pull out from bixcut reamer. Therefore, the surgeon pulled out bixcut reamer and guide wire, and removed guide wire from bixcut reamer.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed that the reported issue was not manufacturing related. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place. Deviations in the manufacturing documents were not found. Root cause indicated that the user deviated from surgical technique.

Event description:
During t2 tibial nail surgery, the surgeon inserted the guide wire. The surgeon used bixcut reamer of the 8mm diameter. When pulling back reamer, the guide wire was stuck and it was not able to pull out from bixcut reamer. Therefore, the surgeon pulled out bixcut reamer and guide wire, and removed guide wire from bixcut reamer.